Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials the instructions for use states in the adverse events observed adverse events: the egress' urethral implant clinical trial involved 374 tegresst' implant treatment injections in 174 subjects (mean follow up of approximately 14 months). There were no deaths among study patients. The following table lists the treatment related adverse events reported the following table lists the treatment related adverse events reported during the clinical study (incidence >2%). Treatment related events are those events that were deemed to be related to either the device or the procedure. All genitourinary events were classified as treatment related. Number(%) subjects reporting treatment related adverse events event category tegress' implant (n=l74) urinary tract infection (uti) 50 (29%) delayed voiding 32 (18%) dysuria 31 (18%) exposed material 28 (16%) urinary urgency 24 (14%) urinary frequency 22 (13%) genitourinary (infection, tenderness) 20 (11%) hematuria 19 (11%) urge incontinence 16 ( 9%) worsening of incontinence (onset of urge) 14 ( 8%) outlet obstruction 13 ( 7%) pain at injection site 13 ( 7%) pelvic pain 13 ( 7%) yeast infection 12 ( 7%) leakage of urine/stress incontinence 9 ( 5%} bulking material injected into bladder 7 ( 4%) fatigue 3 ( 2%) abnormal urinalysis 3 ( 2%) bladder fullness 3 ( 2%) nocturia 3 ( 2%) pelvic heaviness 3 ( 2%) uterine fibroids 3 ( 2%) other (<2%)" 38 (n/a) of the treatment related adverse events, 39% were classified as mild, 58% were classified as moderate, and 3% were classified as severe. The severe treatment related adverse events included: bladder spasms, bladder stones, bulking material injected into the bladder, delayed voiding, exposed bulking material, hematuria, pelvic pain, urge incontinence, and urinary frequency. The clinical study consisted of a pilot or feasibility phase (n=28), followed by the expanded study phase (n=146). There was higher overall rate of genitourinary adverse events in the feasibility phase of the study than in the expanded phase. In particular,the rate of "exposed material" was higher (32% vs. 13%). This reduction in the rate of exposed material was achieved as a result of modifications to the tegress' implant injection instructions and investigator training. During the course of the clinical investigation (both study phases), 28 subjects (16%) receiving tegress' urethral implant treatment experienced exposed bulking material in the urethral mucosa. Patients experiencing exposed material often reported other events, particularly dysuria, delayed voiding, urinary tract infection, hematuria, urinary frequency, and urinary urgency. Exposed tegress'" implant material was associated with shallow placement and injection too proximal to the bladder neck. Over time,the urethra healed spontaneously as the mucosal surface re-epithelialized. The physician may choose to remove exposed material. Cystoscopically with graspers or forceps to facilitate healing. The majority of patients were injected via the transurethral approach, while a small proportion of patients were injected periurethrally. There were significantly more adverse events among tegress' implant patients treated periurethrally;as a result, the tegress' urethral implant instructions for use are limited to transurethral administration. Potential adverse events: although not reported in the clinical study, other potential adverse events which may occur include erosion, erythema, embolic phenomena, and vascular occlusion. Clinical studies purpose and design of the tegress' urethral implant clinical study a randomized, masked, multicenter clinical investigation was performed to evaluate the safety and effectiveness oftegress' implant for the treatment of stress urinary incontinence due to intrinsic sphincter deficiency (iso). Control patients were treated with a commercially available absorbable bulking agent. Patients were adult women diagnosed as having stress urinary incontinence due to lsd. To be eligible for enrollment, subjects were required to have a viable mucosal lining at the injection site and normal bladder capacity. Subjects with uncontrolled bladder instability, high post-void residual urine volume, uterine prolapse greater than stage ii, confounding bladder pathology, uti, and morbid obesity were excluded. Following enrollment, patients were randomized 2:1 between tegress' implant and control. A maximum of three treatments were permitted over a period of 90 days from initial treatment, and results were assessed versus baseline at 3, 6, and 12 months from final treatment. Treatment results are reported for all subjects who received treatment.

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced recurrent/worsening/significant stress urinary incontinence (sui), urge incontinence, unconscious incontinence, recurrent urinary tract infections (utis), polynephritis with urosepsis ((B)(6) 2006), urethral insufficiency, grade 2 bladder neck hypermobility, grade 2 rectocele, trouble passing bowels/constipation, vaginal dryness, large infected bartholin's cyst (required incision and drainage; (B)(6) 2008), mild hydronephrosis), nephrolithiasis in right kidney (non obstructive), renal artery stenosis (stents placed; (B)(6) 2011). "Recurrence of incontinence (must wear pads), recurrent utis, septic shock, leakage, loss of consortium (spouse filed claim), and mental and/or emotional damages (depression, due to incontinence, multiple surgeries, frustration from on improvement, must wear pads)."